Event description:
It was reported that the pump did not deliver accurate volume. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was missing. An accuracy test was performed as part of the functional test and the reported issue was not duplicated. The pump was found to be delivering accurately. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3: unknown.